Manufacturer narrative:
Exact date unknown, event occurred after the first month of implant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 20668724/5078855.

Event description:
It was reported that the patient lost any type of relief even when good stimulation was felt in the area needed. Reprogramming was done but no significant improvement was noted. The patient underwent an explant procedure.